Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed a no output condition when programmed to ddd unipolar mode. Further testing revealed the atip and vtip feedthrough pins were broken near the feedthrough insulators. This caused the no output condition. Analysis also revealed the pins broke due to fatigue; fatigue striations were noted on the fracture surfaces.

Event description:
It was reported the device measured a lead impedance that was out of range, and there was no capture on either the atrial or ventricular leads. It was observed that this had occurred six months ago. The patient was not pacemaker dependent and did not report any symptoms. The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient status was reported to be fine following the replacement procedure.

Event description:
It was reported the device measured a lead impedance that was out of range, and there was no capture on either the atrial or ventricular leads. It was observed that this had occurred six months ago. The patient was not pacemaker dependent and did not report any symptoms. The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient status was reported to be fine following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Dr implantable pulse generatorr it was reported the device measured a lead impedance that was out of range, and there was no capture on either the atrial or ventricular leads. It was observed that this had occurred six months ago. The patient was not pacemaker dependent and did not report any symptoms. The device was explanted and replaced. No patient complications were reported as a result of this event, and the patient status was reported to be fine following the replacement procedure. Capture, failure to impedance, high.